Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their atrial lead exhibiting noise over-sensing causing automatic mode switch episodes. Programming changes were made. Patient was stabler after the event.